Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem of "pump does not recognized a closed door" was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be the failed switch on the lower aux. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not recognize a closed door during programming/setup in the general patient ward. There was no patient involvement. No additional information is available.